Manufacturer narrative:
Updated blocks: d9 and h6. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the roller pump display to a lab use only (luo) roller pump. The roller pump was powered on and the display functioned as intended. Microscopic examination of the assembly was conducted and no anomalies were observed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the roller pump display damage. The fsr replaced the roller pump display screen. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump display was damaged and there was nothing displayed. The central control monitor (ccm) was used to control the roller pump. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.